Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The prod has not been requested back for investigation in the laboratory of the MFR as the failure is already known. The malfunction has been thoroughly investigated within a previous complaint. The device was cleaned and a performance test was executed. The device passed the established specification for performance testing. Therefore, the cause of this failure was determined not to be attributed to a device related malfunction. This data will be handled through a designated maquet trending process. Add'l info: the prod mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered.a supplemental medwatch will be submitted if add'l info becomes available. (B)(4).